Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9714825. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4mm x 23mm enterprise 2 stent (encr402312 / 9714825) was delivered to the target and the stent release was initiated. The physician observed that the distal markers opened well, but the middle section of the stent did not fully open / expand as intended. The physician retracted only the stent and replaced it with a new stent to complete the procedure using the original microcatheter. The procedure was extended by about 10 minutes. There was no report of any negative impact on the patient. On 25-mar-2026, additional information was received. Per the information, the procedure was targeting a relatively wide-necked 3.4mm x 4.6mm unruptured aneurysm on the right middle cerebral artery (mca). There were no vessel factors that may have contributed to the reported incomplete stent expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The information indicated that there was resistance when the stent was being delivered and it reached the end of the microcatheter. There was also resistance during the retraction process. When the stent was removed, it was no longer still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312). The information confirmed there was no negative patient impact and the physician did not consider the reported 10-minute procedure extension to be clinically significant.